Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to physically damaged l602 inductor on the bedside pca. Additionally, contamination was found on the battery board pca. The root cause for the damaged l602 inductor could not be positively identified. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger and reported that the charger would not power on.